Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2015. Upon explantation of the lvad, suspected thrombus was noted in the pump. No additional information was a received.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the device revealed evidence of a thrombus formation that had broken into two separate pieces. This deposition appeared to have formed around the rotor¿s bearing ball, but ultimately became dislodged at an unknown point in time. Pieces of this formation were found adjacent to the bearing ball and between the rotor¿s blades. The lamination and denaturation of these pieces indicate that the formation developed over an undetermined period of time while the device was supporting the patient. A root cause for the development of the observed thrombus formation could not conclusively be determined through this evaluation. Upon removal of the observed pieces of thrombus, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 6 months. The device was returned for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.